Event description:
It was reported "(B)(6) 2022 patient called the after hours line to report leaking 5-fu. Reviewed safe removal and handling of chemo with patient and her sister. Instructed to wash skin with mild soap and launder clothing."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.